Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was unable to power on after a low battery warning along with another unknown alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: a low battery warning was observed in the black box on (B)(6) 2015 at 20:58 followed by a replace battery alarm on (B)(6) 2015 at 01:03. A pump reboot event then followed at 02:52. The pump's current draws were within specifications. A "no power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.